Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited noise oversensing, high out of range pacing and defibrillation impedance and fracture. The lead was capped and replaced on (B)(6) 2024. The patient was stable.